Event description:
A surgeon reported that a pt had undergone a laser procedure for incision and rhexis creation during a cataract extraction procedure. While doing irrigation/aspirations, she noticed two anterior capsule tears. It was noted that micro adhesions were present after the capsulotomy was completed. A sulcus intraocular lens was placed in the bag to complete the procedure with no harm to the pt.

Manufacturer narrative:
The questionnaire was rec'd and reviewed by a clinical analyst, who stated the following: the facility reported a radial tear in the anterior capsule during cortical removal. The pt had previously undergone a laser procedure for incision and rhexis creation. The info rec'd noted micro adhesions were present after the capsulotomy was completed. A radial anterior capsule tear was noted during I/a after completion of phaco. The I/a handpiece and tip MFR are unk. The surgeon did not know how and when the tears occurred. The company applications specialist was on site and confirmed that there was no incomplete capsulotomy and no tears were observed. The company applications specialist indicated only micro adhesions were presence. A sulcus lens was successfully inserted with no further harm to the pt. The anterior capsulotomy is a manual procedure, which does not require the use of the system; therefore, the system is not suspected in this case. The customer did not request svc for the system. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The device history records were reviewed for the laser serial number and there were no unusual findings related to the reported issue. Anterior capsulotomy is a manual procedure, which does not require the use of the system and the surgeon could not verify if the laser contributed to the event; therefore, the root cause of anterior tears cannot be determined conclusively. (B)(4).